Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b noise resulting in an inappropriate shock resulting in the patient to experience pain. This device was tested in clinic with provocative maneuvers with noise able to be produced in the secondary vector during posture changes. X-rays were completed to evaluate system placement and connection. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "b5" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b noise resulting in an inappropriate shock resulting in the patient to experience pain. This device was tested in clinic with provocative maneuvers with noise able to be produced in the secondary vector during posture changes. X-rays were completed to evaluate system placement and connection. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device system remains in service. No adverse patient effects were reported.